Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address proximal loosening of the sleeve and distal loosening of the stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. Review of provided medical records by depuy legal nurse finds the patient is a (B)(6) female,(B)(6). Doi: (B)(6) 2011, dor: (B)(6) 2013. Patient was revised to address proximal loosening of the sleeve and distal loosening of the stem. A revision operative report dated (B)(6) 2013 stated the patient has a history of spondyloepiphyseal dysplasia (a congenital disorder of bone growth that results in dwarfism and skeletal abnormalities). Her left hip was replaced in a staged procedure after her right. At less than two years post surgery, she has developed pain and radiographs are consistent with aseptic loosening of her right hip. During the surgery, the surgeon manually tested the femoral stem and found it to be loose. He was able to remove the srom stem and sleeve in one composite. There was only fibrous tissue in the metaphyseal region consistent with aseptic loosening. Multiple curettes were used to remove the fibrinous material from the canal and a canal finder was used to break through the distal pedestal into the rest of the femur. The canal was then sequentially reamed to accept an aml stem for diaphyseal fixation. A review of the undated radiographs reveals a lucency around the proximal sleeve of the implant and pedestal formation at the distal end of the stem that is consistent with loosening. The primary operative report or radiographs from the initial surgery were not provided for review. It was reported that the patient had ankle fusions about 6 months after her hip surgeries, which would alter her gait and the loading on the hips. The IFU warns that excessive patient weight, severe deformities leading to impaired fixation or improper positioning and disabilities of other joints can adversely affect hip replacement implants. After reviewing the information provided, it is determined the complaint is not product related. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Based on the performed investigation, the need for corrective action has not been indicated.